Event description:
Boston scientific received information that this patient presented to the hospital in complete heart block with a rate in the 30's. This right ventricular lead was exhibiting elevated thresholds, decreased impedances and was found to have dislodged. Therefore, a revision procedure was performed. The physician requested another lead rather than trying to reposition this lead a third time. No adverse patient effects were reported. This lead has been returned for analysis, but not date of explant was provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.